Manufacturer narrative:
Prior to the insertion of the foley catheter, the clinician tested the balloon by inflating it with 10 ml of saline. It apparently inflated and deflated without issue. She then inserted the catheter and attempted to inflate the balloon. After inserting 5 ml of saline, she noticed a bulging at the y of the tubing. She removed the catheter and then inserted a new catheter without further incident. The sample was returned and evaluated. The inflation lumen was found to be collapsed which prevented the inflation of the balloon. The root cause for the collapse was not determined. We pulled samples from stock and tested them. We were unable to replicate the reported issue. The balloons were tested and all inflated and deflated according to specification.

Event description:
The catheter balloon would not inflate. A new catheter was then inserted without further incident.